Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("hives") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and urticaria outcome was unknown and the alopecia was resolving. The reporter considered alopecia, medical device removal and urticaria to be related to essure. Concerning the injuries reported in this case, the following ones were reported in social media: "medical device removal, hives and hair loss" amendment: the report was amended for the following reason: this case was identified as duplicate of case record # (B)(4) to which all information was transferred. Then this duplicate record # (B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria ("hives") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and urticaria outcome was unknown and the alopecia was resolving. The reporter considered alopecia, medical device removal and urticaria to be related to essure. Concerning the injuries reported in this case, the following ones were reported in social media: "medical device removal, hives and hair loss" no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.